Event description:
It was reported that the patient was diagnosed with an infection that caused inflammation throughout her whole body and chronic fatigue. As a result, the patient didn't remember as much. The patient was almost completely recovered. The neurostimulator had been off and was recently turned back on as the patient's lower back pain was bothering her. When it was turned on, mid-back pain reoccurred. The mid-back pain was not present with the neurostimulator off, and had been occurring with stimulation on since (B)(6) 2011. When the patient turned "lead 1" off and "lead 2" was on, there was no mid-back pain and she was getting adequate pain coverage where needed. When "lead 1" was on, mid-back pain was present. When the amplitude was turned up to 4-5 volts, the patient felt cramping in her back. Impedances were tested at 0.7v, 1.5v, and 3v and were within normal limits. An x-ray of the leads was taken but the results were not provided. No device malfunctions were observed. The pulse width was reduced and the rate was increased which seemed to help. The patient was doing better than before reprogramming and was going to be seen for a 1 week follow up.

Event description:
It was further reported that the patient was diagnosed with histoplasmosis in (B)(6) 2011. The patient had swollen lymph nodes, inflamed muscles, fever, double pneumonia, urination issues and sleepiness. At this time, the physician took xrays of the leads and suggested she try stimulation again (as it had been off). The patient immediately started to feel pain in her back again. The physician turned down the "band width", which helped significantly. The patient went back for further reprogramming on (B)(6) 2012 and had slight pain in her left side. By (B)(6) 2012, the patient was having pain in her entire back. The pain resolves if she turned off the stimulation. The patient planned to have another reprogramming session, as any adjustments she made with her patient programmer did not help with the pain.

Event description:
In MFR #3004209178-2013-16439 the following information was reported: "it was further reported that the patient was diagnosed with histoplasmosis in (B)(6) 2011. The patient had swollen lymph nodes, inflamed muscles, fever, double pneumonia, urination issues and sleepiness." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the infection will be reported in this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: extension model 3708140 serial# (B)(4) implanted (B)(6) 2011 explanted unk; extension model 3708140 serial# (B)(4) implanted (B)(6) 2011 explanted unk; lead model 3778-60 lot# v640499011 implanted (B)(6) 2011 explanted unk; lead model 3778-60 lot# v674090017 implanted (B)(6) 2011 explanted unk; recharger 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
Additional information from the implanting physician indicated that the patient did not have an infection. The patient had been given perioperative antibiotics and oral antibiotics at some point. No additional information was provided.

Event description:
Additional review indicates information reported previously in MFR #3004209178-2012-00637 pertains to manufacturer¿s report #3004209178-2013-16439.